Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified striated opening on anterior, broken crease sharp on radius, missing shell, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consistent in the use of some surgical tool, a broken crease sharp on radius due to fold flaw opening and a missing shell due to inconclusive. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.